Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): 905257 (240534). G2: foreign - the event occurred in united arab emirates. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, two interference screws fractured. Half of one screw remains in the patient's bone tunnel. The surgeon indicated that it was not possible to remove it. The correct surgical technique was used. No other complications or impacts were reported due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during an initial hamstring tendon graft procedure, two interference screws fractured. Half of one screw remains in the patient's bone tunnel and is indicated to be stable without the potential for migration. The surgeon stated that removing it was not possible, and the case was completed with a bone post outside the tunnel for graft fixation. The correct surgical technique was used. No other complications or impacts were reported due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1; b2; b4; b5; d2; d6; g1; g3; g6; h1; h2; h6. Corrections to b1; b2; b5; d6; h1; h2, as the patient did not retain this product, additional information indicated the retained screw was part number 905257. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.